Event description:
As reported by field clinical specialist, four years and 5 months post implant of the 26mm sapien 3 valve in the aortic position, there is severe aortic stenosis. The patient's echo indicated severe prosthetic aortic stenosis that her ava is 0.4cm2, with peak/mean gradients 129/83mmhg. Patient was being worked up for possible thv in thv treatment. Prior to receiving any type of thv reintervention, the patient arrested in the cicu and subsequently passed away. The team believes that while she was getting a central line placed, she likely ''vagaled and the combination of that and her critical as, resulted in cardiac arrest''.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted

Manufacturer narrative:
Per medical records received, the initial implant procedure had an ''excellent result''. The valve is well-seated valve, with adequate parameters (gradients, ava, etc), trace pvl, and no complications nor allegations of an ew device malfunction were mentioned.

Manufacturer narrative:
Although no device was returned for evaluation, complex imagery was received. As no device was returned, no visual inspection, functional testing or dimensional inspection could be performed. Complex imagery was received and reviewed by edwards imagery specialist but proved insufficient to be able to confirm the reported event. Therefore, an engineering evaluation is required. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The stenosis was unable to be confirmed, a lot history review was not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review. Sapien 3 transcatheter heart valve certitude delivery system IFU was reviewed. It does warn accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The stenosis was unable to be confirmed due to unavailability of procedural imagery/medical reports. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. As reported, ''four years and 5 months post implant of the 26mm sapien 3 valve in the aortic position, there is severe aortic stenosis. The patient's echo indicated severe prosthetic aortic stenosis that her ava is 0.4cm2, with peak/mean gradients 129/83mmhg''. Additionally, noted that patient had history of hyperlipidemia and diabetes. It is well known that patient with pre-existing co-morbidities (hyperlipidemia, diabetes) may be predisposed to bioprosthetic calcification. Furthermore, tissue calcification can cause leaflet thickening thereby causing stenosis. In addition, hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the complaint event. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.